Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1-3, b1, b5, d1 item name, d6 a-b, g3, hf2, h6 component code, health impact code, device code.

Event description:
It was reported patient was revised approximately 20 years post implantation due to pain and poly wear. The liner was revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Complaint cannot be confirmed. No corrective actions, preventive actions, or field actions resulted after investigation of this event. D4: attempts have been made to gather all product identification information and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D2, d4, g4: diligence is in process to provide product identification information; however, no further information has been provided at this time. D10: unk tmt liner lot# unk, unk femoral head lot# unk. G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hp revision surgery about eight months post implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.